Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent partial nephrectomy on (B)(6) 2019 and barbed suture was used. While closing the fascia on hand assist site, the barbed suture tab popped off after first couple passes into suturing. The suture was removed and continued closing with another barbed suture. The case was successfully completed. There were no adverse patient consequences reported.